Event description:
It was reported, the patient was experiencing ineffective therapy. Reprogramming attempts were unsuccessful in restoring therapy. Impedances were checked and x-ray imaging was undertaken, however, no abnormalities were revealed against the lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.